Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the display of their device would not turn on and the leds were lit up. This is indicative of device lock up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the display of their device would not turn on and the leds were lit up. This is indicative of device lock up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the cause of the issue was a faulty display driver. The led display driver was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h6 results code grid of initial MDR indicates: results pending completion of investigation. Section h6 results code grid of initial MDR should indicate: electrical/electronic component problem identified. Section h6 conclusion code grid of initial MDR indicates: conclusion not yet available. Section h6 conclusion code grid of initial MDR should indicate: cause traced to component failure.